Event description:
Reporter alleged blood glucose was in the 200s-300s mg/dl at 9 pm and took normal insulin however at 1 am did not feel right but when checked glucose it was in the 300s mg/dl. It was reported customer took another 3 units of insulin and then at 4 am was not feeling well but when checked glucose it was in the 200s mg/dl so went to the emergency room (ER). ER reportedly measured customer's glucose at 77 mg/dl within 10 minutes of the 200s mg/dl result so was given orange juice to elevate glucose. A request was made for the return of the suspect device and replaced product was sent.